Event description:
After an implantation period of approx. 4 months, a temporary loss of capture on the ventricular channel was observed.

Manufacturer narrative:
The pacemaker and the ventricular lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the returned device data. The returned device data were analyzed thoroughly. The analysis of the available ECG confirmed the clinical observation, intermittent loss of capture was noted. The root cause for the clinical observation was not determinable based on the data available for analysis. However, further device data documented an increase of the ventricular threshold since implantation and fluctuating ventricular lead impedance measurement values between 565 ohms and 838 ohms. The capture control algorithm was deactivated manually by reprogramming since (B)(6) 2020. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Should additional relevant information become available, the investigation will be updated.